Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00696. It was reported the patient experienced some bladder cramping while using the device at night. Reportedly, the patient also experienced some hematuria and vomiting. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted. Reported issue has since resolved.